Event description:
It was observed in the device evaluation that the subject device exhibited foreign objects in the air water cylinder, and in the air water channel. Also, residual liquid was observed in the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the type of the material could not be identified. A root cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.